Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 19:53:00. During night drain cycle two, the patient's ultrafiltration reading was 1287ml, indicating the home patient (hp) drained 1287ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted